Event description:
Reporter indicated that a vns pt experienced swelling and redness around the suture line at the generator incision site following the implantation procedure. The area was reportedly hard to the touch. It was reportedly not found to be infected, and it was being drained until the drainage was bloody and there were clots. At this time the pt was referred to the implanting surgeon. The surgeon reported that he would install a port to drain the fluid. Good faith attempts for add'l info have been unsuccessful to date.